Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his normal readings and other devices. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that he began to use the subject meter a couple of weeks prior to contacting lfs. During the follow-up call, the patient informed the mss that he tests his blood glucose 3x/day and manages his diabetes with insulin (adjusted per sliding scale) and oral medication (metformin). The patient mentioned his normal blood glucose is in the "120 mg/dl" range; however, when he began testing with the subject meter he was obtaining blood glucose readings that ranged from "155 mg/dl to 300's mg/dl." The patient stated that in response to the inaccurate high blood glucose readings he was adjusting his insulin dose based on his sliding scale. The patient informed the mss that on at least three occasions he developed symptoms of "cold sweats and feeling shaky" soon after having taken the insulin adjusted based on the meter reading. The patient confirmed he associated the symptoms with a low blood glucose and treated self with glucose tablets and soda and confirmed feeling better afterwards. At the time of the call, the patient mentioned that after the low blood glucose excursions, he compared his meter to another device and obtained blood glucose readings of "167 mg/dl" with the subject meter and "121 mg/dl" on the other device. At the time of troubleshooting, the customer care advocate (cca) discovered that the subject meter was set to the incorrect code number. The meter was set to code 14; however, the patient was using code 25 test strips. The cca educated the patient on confirming that the meter code number matches the code number on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.